Event description:
Surgeon provided x-rays of proximal femur fracture repair and possible screw back out.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.